Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient had a duofix tkr implanted on (B)(6) 2009, and subsequently developed pain and swelling in the knee.

Manufacturer narrative:
Previous investigations that have included device history reviews since the lcs duo-fix femoral components were launched have shown no indication of deviations or anomalies with regard to material specification or inspection. Therefore no DHR (device history record) review for this individual lcs duo-fix femoral component will be carried out at this point in time. Investigations identified that (B)(4) particles that become embedded in the porous coating during (B)(4) can be released and become embedded in the polyethylene tibial insert. The lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. (B)(4) have been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate.